Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer experienced the high blood glucose. The customer¿s blood glucose level was 400 mg/dl. It was reported that from this time customer was in hospital for observation, there use another insulin pump and blood glucose was stable. The customer reported that they had performed the high pressure test and the test was failed and insulin pump was not alarming, insulin no exist in end of tubing. The product will be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test at 0.08730 inches. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and unexpected restart error test. Device uploaded properly using carelink. Device had minor scratched display window, cracked case at display window corner, scratched reservoir tube window, cracked reservoir tube lip and a stained end cap sticker. (B)(4).